Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that upon receipt at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
It was discovered during review of the event that this report was a duplicate of stryker reference (B)(4). This reportable malfunction was reported on manufacturer report number: 0001811755-2015-03299.

Event description:
It was reported that upon receipt at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.